Manufacturer narrative:
This report is submitted on may 9, 2019.

Manufacturer narrative:
This report is submitted on february 12, 2019.

Event description:
Per the clinic, it was reported that the patient experienced a magnet dislodgement during an MRI (1.5 tesla). Subsequently, the patient experienced pain. The device was explanted on (B)(6) 2019 and the patient was reimplanted with another manufacturer's device.